Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there were high impedances >20,000 ohms. The event was related to the device or therapy. No symptoms were reported. No actions were taken. The event was unresolved with no further action planned. No patient complications were reported as a result of this event.